Event description:
It was reported that the right ventricular (rv) lead triggered the lead integrity alert (lia) for short interval counts (sic) and non-sustained tachycardia events. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis found no anomalies and no evidence exists that supports the observation of lia trigger as of the most recent available pdd file.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.